Event description:
Reportable based on analysis completed on 06-mar-2015. It was reported that shaft kink occurred.   The 90% stenosed  target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.00mm x 15mm emerge¿ balloon catheter was selected to treat the lesion; however, the proximal side of the shaft was kinked at the guide wire exit port. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed inner and outer distal shaft tear.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of an emerge balloon catheter. There was blood and contrast in the inflation lumen. The distal shaft (inner and outer) was torn at the guidewire exit notch and a length of 10mm. The tear is consistent with interaction with a guidewire, product mandrel or flushing needle. There is no indication of any manufacturing defects associated with the torn shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).